Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Sample not returned.

Event description:
Per PICC nurse (B)(6) 608-931-5829-(B)(4) shows constant ec202 error. This was used in the ER and the PICC was reported to go into the ij axillary vein.